Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a faradrive sheath, blood was observed leaking from the sheath handle seam. The physician also noted an increase in air / bubbles when aspirating so it was decided to get a new sheath. The procedure was completed with another faradrive sheath. No patient complications were reported. The device is not expected to be returned as it was disposed.